Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the aortic dissection was attributed to a sharp piece of calcium causing a contained rupture and ascending aortic dissection ending at the transverse arch. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the patient's pressure began to decrease after pacing was completed; an echo noted a pericardial effusion and mild to moderate paravalvular leak (pvl). The origination of the blood was noted as a sharp piece of calcium that pushed through the annulus below the left coronary artery. Medication was administered immediately and a pericardial window was successfully placed to relieve the cardiac tamponade. A sternotomy was performed to investigate the rupture and after 1.5 hours of volume and medication the patient was deemed stable and was the sternum was closed. As reported, the valve was sized perfectly and deployment was perfect. The valve was positioned and landed 60:40 aortic/ventricular. There was no loss of pacing capture. It appeared that a sharp piece of calcium caused a contained rupture and ascending aortic dissection ending at the transverse arch.